Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 112 mg/dl at the time of admission, and 360 mg/dl at the time of the call. The customer experienced symptoms such as nausea, pain, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was also hospitalized due to gastroparesis. The customer also stated that they pushed the reservoir into place when the pump had not been rewound and may have caused an over delivery. The customer also stated the pump buttons were unresponsive. The insulin pump will not be returned for analysis.